Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that stations were in disconnected mode. The technical support specialist (tss) determined database server was offline. The hospital information technology team powered on the server, and the disconnected mode cleared across all devices. The server was confirmed online from the remote end, and no reoccurrence of the issue was reported. However, remote access approval for further validation was still pending, so complete verification could not be performed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all station was in disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.